Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer took out the battery and put in a new battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.